Event description:
On (B)(6) 2015 the reporter contacted animas alleging a short battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated; the black box data from the date of the complaint has been overwritten. Current black box data showed no evidence of a short battery life issue. The pump electrical current draws were tested and were noted to be within specifications. Upon removal of the pump case, no evidence of moisture or loose components was observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.